Manufacturer narrative:
The reported events of undersensing and high pacing impedance were not confirmed. Final analysis found damage that was sustained during procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented to the hospital after feeling uncomfortable. Upon interrogation, it was noted that the lead exhibited high pacing impedance and low atrial sensing. A chest x-ray was performed and dislodgement was confirmed. The lead was then explanted and replaced. The patient was in stable condition.